Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) does not power on and displayed multiple unknown user advisories error messages" was not confirmed during the archive data review or functional testing. The autopulse platform was able to power on using multiple batteries during the functional testing, and the reported complaints could not be replicated. During the visual inspection, unrelated to the reported complaint, noticed a hole on the load plate cover that affects the watertight seal, a damaged front enclosure, and a bent battery lock. The probable root cause for the observed physical damages was user mishandling, such as a drop. The load plate cover, front enclosure, and battery lock need to be replaced to address the damage. A review of the autopulse platform archive was performed and showed no significant discrepancies or error messages on the customer's reported event date, thus not confirming the customer complaint. The autopulse platform passed the initial functional test without any fault or error. During troubleshooting, multiple known-good test batteries were used, but the platform powered on each time with no issues. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 10 minutes without any fault or error. Waiting for customer approval for repair.

Event description:
During shift check, the autopulse platform (sn (B)(4) will not power on with fully charged autopulse batteries, and it was experiencing an increased number of displayed unknown user advisories error messages. The battery's status leds displayed 4 solid green lights. No patient involvement.